Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue for unknown pump. There was no indication that the product caused or contributed to an adverse event. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump malfunction issue.